Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aortic neck at the level of the renal arteries was calcified, but the remainder of the vessel morphology was unremarkable. It was reported that the aneurx stent graft was deployed and landed 5-7 mm below the renal arteries, resulting in a type I endoleak. The physician elected to implant a talent aortic cuff; however, the talent cuff (MFR report #2953200-2010-02090) ended up landing lower than intended, and the scallop portion of the stent graft was partially obstructing the contralateral gate. The physician elected to intervene by performing angioplasty with a balloon. Several days post-implantation, the pt presented with a cold right leg, and the right limb was found to have thrombosed. The physician thrombectomized the limb and 2 days later, intervened again tried to proceed up and over the bifurcation with a wire to approach the gate area. As it was difficult to track devices up to the gate area, the physician elected to implant a talent converter and occluder, followed by performing a femoral-femoral bypass; the occlusion was successfully resolved, and the pt had good doppler signals and good pulses. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results/conclusions: (endoleak). (Calcified aortic neck). (Stent graft landed lower than intended).